Event description:
One patient with discrepant alt and ast results. Initial results reported, no adverse events reported in association with the incorrect results. Samples repeated on different analyzer, same methodology. Initial alt result 0 u/l, repeat 22 u/l. Initial ast result 1 u/l, repeat 33 u/l. The field service rep was unable to find a cause for the discrepancy. Performance tests were performed and within spec.